Event description:
It was reported that during a da vinci-assisted left upper lobectomy procedure, universal surgical manipulator (usm) 4 had restricted movement. The technical support engineer (tse) on the call reviewed the live system logs and did not see any related errors. The customer then said there was a patient injury that the surgeon was intervening on. Follow-up: on (B)(6) 2022, intuitive surgical inc. (Isi) contacted the site robotics coordinator and additional information was obtained about the complaint: the robotics coordinator said this event occurred during a heller myotomy procedure. The robotics coordinator said they think usm4 was stuck on either another usm, or on patient bone to cause its restricted movement, and that the event has not happened again. The robotics coordinator said the usm's were close together and near ribs for this procedure. The patient sustained a "small tear" on the pulmonary artery (pa) during this procedure. The tear was resolved by stapling the pa with a da vinci sureform 45 with an unknown color reload. The robotics coordinator said the surgeon was using the lip of the sureform 45 stapler instrument to lift the pa when usm4 would not allow the stapler to lower back down. The stapler instrument reportedly raised up instead of down which caused the tear in the pa. The procedure was completed robotically and the patient is reportedly doing well with no post-operative complications. Follow-up: on (B)(6) 2022, isi contacted the surgeon of this procedure and additional information was obtained about the complaint: the surgeon reported that this event occurred during their left upper lobectomy procedure. The complications occurred while the surgeon was stapling the posterior pa branch. The surgeon clarified that it was arm3, not arm4, that was experiencing the restricted arm movement issues. The surgeon was using a sureform 45 stapler instrument on arm3. It took multiple attempts for the stapler instrument to engage on arm3. The surgeon opted to open another sureform 45 stapler instrument and install it on arm3; this instrument successfully engaged. The surgeon inserted the stapler instrument and ¿encircled a posterior pulmonary artery branch.¿ the surgeon reported not liking the angle the instrument was at and went to retract the stapler to adjust it, when the surgeon felt like they did not have full control of the stapler. As the surgeon was removing the stapler from behind the pa, the stapler elevated and the surgeon was not able to move the instrument back down. The surgeon reported that arm4 was retracting the lung during this time and was crossing under arm3. The surgeon mentioned that they believe it possible that the stapler was hitting against arm4. However, the surgeon clarified that it did not feel like arm3 was hitting arm4. The surgeon stated that they had moved arm3 down towards the pa previously, but were unable to do so soon after; this is why the surgeon believes arm4 was not in the way. The surgeon clarified that they felt like the stapler on arm3 was elevating itself without surgeon input and control and the surgeon was unable to bring it back down. During this event, there was significant upward tension on the pa branch. The surgeon was able to get the stapler out from under the pa and remove it from the patient, then quickly apply pressure onto the pa. The surgeon reported that there was less than 5cc of blood loss, and the bleeding was resolved with pressure. The surgeon then opened and installed a new sureform 45 stapler instrument and used it for the remainder of the procedure. The surgeon tested the control of this new stapler instrument and its range of motion with each install and prior to using it on anatomy. The surgeon reported that no further complications were experienced during this procedure. The posterior pa branch that was initially injured was eventually stapled off. The surgeon reported that this overall event had no impact on the patient, but did delay the procedure by 30 minutes. There is no concern of the patient sustaining any long-term complications due to this event. The surgeon said they are unsure of exactly why this event occurred, but insisted that they did not feel like they had full control over the sureform 45 stapler instrument. This stapler instrument was reportedly discarded and therefore cannot be returned. The surgeon said they did not have any other issues with arm3 movement during any other part of the procedure. The procedure was completed robotically and the patient had no post-operative complications. The patient is reportedly doing well and expected to be discharged on post-operative day two as planned. Follow-up: on (B)(6) 2022, isi contacted the surgeon of this procedure and additional information was obtained about the complaint: the first sureform 45 stapler instrument installed during this procedure was not fired at all. The surgeon reported that the second sureform 45 stapler instrument installed during this procedure, and had the reported nonintuitive motion, was never fired. The surgeon had planned to staple off the posterior pulmonary artery branch regardless of the reported vessel injury. The surgeon said they are okay with not having a field service engineer (fse) site visit for this event as the surgeon believes the event was caused by specifics staplers rather than the da vinci system.

Manufacturer narrative:
The reported issue was addressed with phone support. The field service engineer (fse) contacted the site robotics coordinator who created the complaint. The robotics coordinator reported that usm4 was up against the patient's body, restricting its movement. The robotics coordinator said the reported usm4 movement issues did not persist in subsequent procedures. No site visit was conducted. The system was working properly and no additional action was required. The customer reported that the sureform 45 stapler instrument used during this event was discarded and therefore cannot be returned for failure analysis investigations. Procedure logs for this event date show the surgeon performed two procedures. One pulmonary lobectomy, and one heller myotomy. The surgeon did not use a sureform 45 (or any da vinci stapler) during their heller myotomy procedure, but did use a sureform 45 during the pulmonary lobectomy. Further clarification from the customer is required to confirm this event in the system logs. The system logs for this procedure were reviewed by a failure analysis engineer: engagement failures were noticed on stapler serial number (B)(4). The stapler failed engagement on arm1 initially, but was able to pass after multiple attempts. Later in the procedure, this stapler was installed on arm3 and it failed to engage four times. This is when a new stapler was opened and installed. There were no further stapler-related errors in the logs. The error logs do not indicate non-intuitive motion. A review of the instrument logs for this procedure has been performed and the following was observed: all multi-use instruments used in the case have been used in subsequent procedures with the exception of the single-use instruments and the following instruments: cadiere forceps (part number: 471049-08 / lot number: n10210809-0102 / uses remaining: 5 ), long bipolar grasper (part number: 471400-10 / lot number: n10210610-0083 / uses remaining: 3 ). A site history review found no complaints created for either of these instruments. This event is being reported based on the following: it was reported that a sureform 45 stapler instrument was installed on arm3 and moved non-intuitively. This non-intuitive motion reported caused a vessel to be damaged. The patient lost 5cc of blood and the bleeding was resolved with pressure application. No blood transfusions were administered. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.